Event description:
The following was reported to dräger: "the patient's ECG was monitored. The infinity central station (ics) was displaying waveforms but no alarms were posted. No arrythmia events were announced or recorded. The patient died."

Manufacturer narrative:
The involved devices were tested and found working according to specifications. The course of event could be reconstructed in interviews with the staff: a user has performed a patient transfer maneuver, accidentally. The m300 was set to standby by input via the ics and, in the following step the monitoring was transferred to another m300 device, the transfer maneuver had been acknowledged. In consequence, another patient was monitored under the particular label at the ics and, the initially admitted patient wasn't monitored at all afterwards. The life-threatening situation could not be detected. The reported event must be attributed to use error; the involved devices did not exhibit any malfunctions. The transfer maneuver is explained in detail in the IFU. The intention is to allow to transfer patient's trend and demographic data from one location to another e.g. If a patient monitored via a telemetry monitor shall be moved to a bedplace monitor or if the patient shall be transferred from the monitoring group of one infinity central station to the group of another infinity central station for re-location. The IFU explains that this maneuver discharges the patient at the source monitor. The workflow steps are as follows: the source monitor must be put into standby first, otherwise the transfer maneuver can't be executed. The bed view screen must then be opened at the destination ics, the menu point "adt" must be selected followed by selecting the "transfer" maneuver. The device displays the message "transfer data from:" and, the user has to select the individual care unit and bed - if the source monitor is not in standby the maneuver will not be completed; a message is being displayed instead. If the selected source monitor is a valid input the user has to press "continue" to close the dialogue window. The confirmation window pops up displaying the following message: "before proceeding with transfer... You have requested to transfer data from (bed_xx) to (tel_xx). This action will replace any stored data at (tel_xx) with data from (bed_xx). Data stored at (bed_xx) will also be deleted once the transfer is complete. Do you wish to begin the transfer?" The user has then to select yes to transfer or no to cancel the maneuver. Dräger finally concludes that appropriate measures are in place to prevent from accidental execution of this maneuver - the workflow consists of certain individual input steps, the maneuver is not possible to execute when the source monitor is not in standby and, the user must acknowledge a final step during which a banner displays the actions the confirmation with yes will trigger.